Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on the evening of (B)(6) 2015, while at home, the patient experienced a driveline disconnected alarm followed by a pump stop while the vad was connected to the power module. No other adverse events were reported and the patient was asymptomatic. Data log files reviewed by the manufacturer's technical service representative confirmed the motor stopped events while the vad was connected to the power module, which have been linked to potential short to shield issues with the driveline. The patient went to the medical center for a follow-up visit on (B)(6) 2015. X-rays of the internal and external driveline were reviewed and no obvious trouble spots were found. The system controller was exchanged and the patient was provided with an ungrounded power module patient cable. As of (B)(6) 2015 it was reported that the plan is to keep the patient on the ungrounded cable as no additional speed drops or pump stoppages have occurred. No additional information was provided.